Event description:
It has been reported to philips the device touchscreen doesn¿t recognize any touch or when it does it¿s the opposite side of the screen. The device was in use at the time of the event. There was no report of patient or user harm.

Event description:
It has been reported to philips the device touchscreen doesn¿t recognize any touch or when it does it¿s the opposite side of the screen.